Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the 1st obtuse marginal. It is reported that the pt presented with a non q wave mi pre enrollment. Troponin increased from baseline may indicate progression of mi. It is reported that the pt's cardiac enzymes were increased and the pt suffered an mi one day post index procedure. It is reported that the pt recovered without treatment. Investigator indicated that event was not related to the study stent or the study procedure.

Manufacturer narrative:
(B)(4). Eval, results (myocardial infarction).